Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. An e-mail requesting additional information was sent on march 22, 2017 to the appropriate representatives. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Note: another event from the same journal article was reported under (B)(4). Zimmer¿s reference number of this file is (B)(4).

Event description:
The journal article "bilateral synchronous total hip arthroplasty for ankylosed hips" (he bangjian & tong peijian & li ju) stated that two patients were implanted a metabloc stem hip on unknown side on unknown date. The patients experienced intraoperative complication such as femoral bone fracture which was treated with circumferential rings.

Manufacturer narrative:
Trend analysis: was not performed as no item number was available. As no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: from the journal article, it was found that two patients were implanted with allofit cup - metabloc stem and experienced intraoperative complication such as femoral bone fracture which was treated with circumferential rings. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using dfmea: damage of bone due to high load due to insertion or revision / explantation => possible: it is possible that high load was applied during the insertion. Injury of or staff or surgeon, injury of the patient due to wrong handling of device due to missing/ unclear information => possible: it is possible that wrong handling of the device was done during the surgery. Conclusion summary: from the journal article (bangjan et al.), it was found that two patients were implanted with allofit cup - metabloc stem and experienced intraoperative complication such as femoral bone fracture which was treated with circumferential rings. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).